Event description:
A report was received that the patient's ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was doing well post-operatively. The physician did not suspect device malfunction. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was unable to charge. The patient will undergo an ipg replacement procedure.